Manufacturer narrative:
Exact date unknown, event occurred in (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. No further information could be obtained despite good faith effort.